Event description:
It was reported that large volume pump module was not "seemingly" recognized by the pcu. The pump module wouldn't power up. There was no patient involvement. The clinical engineer reported the large volume pump module for a blown fuse and suggested that this might just be "wear and tear."

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Note that this report lists imdrf annex a1801, g04037, g02017, c0601, d15, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Investigation summary: the report that the pump module had a blown fuse was confirmed during the investigation; however, the issue was not replicated during laboratory testing. The fuse f1 on the motor controller board of the received pump module was measured and found to be open. The damaged fuse was replaced. The module was able to power on and an infusion was performed. The infusion completed successfully with no errors or malfunctions observed. After exhaustive testing of the pump module, capacitor c3 on the logic board was found to be working as expected. On 16dec2024 at 1:07 pm an infusion was programmed and started with a rate of 999 ml/hr and a volume to be infused (vtbi) of 500 ml for an expected duration of 30 minutes. At 1:13 pm the vtbi was reprogrammed to 100 ml for a new expected duration of 6 minutes. At 1:17 pm a partial occlusion on patient side occurred. An infusion was started with a rate of 999 ml/hr and a vtbi of 100 ml for an expected duration of 6 minutes. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual v12.1 states not to use a device with any damage. Send it to biomedical engineering for repair. Note: the motor controller board was altered during the investigation and will be replaced by service prior to return. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the pump module motor controller board. The device was disassembled for this investigation. Please ensure proper assembly and retorque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental finding issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any third-party parts found. Root cause: the root cause of the device blown fuse was not determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pump module during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.